Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the brake mechanism was letting the cable over the rollers. The tech replaced the brake mechanism to repair the bed.